Event description:
On (B)(6) 2024, senseonics was made aware of an incident where patient had issues linking the sensor with the transmitter. The patient did not get any signal with the sensor. A different transmitter was tried, but the issue persisted. Upon consulting the hcp, it was found that the sensor was not in the arm. The sensor probably remained inside the holder. A new sensor has to be inserted which mean the patient would have go through an additional procedure.

Manufacturer narrative:
Patient complained that the sensor could not be found either on the placement guide nor by palpation. Initially as part of troubleshooting, the patient was asked to do a transmitter reset, however the issue persisted. A transmitter replacement was given as the patient was asked to try linking sensor with the new transmitter. The issue did not resolve with new transmitter also. The patient was then asked to visit the hcp to discuss about locating the sensor. The hcp said she will send the customer for an x-ray to see if the sensor is in the arm or not. It was then confirmed that the sensor was not in the arm. The sensor probably remained inside the insertion tool (sensor holder) and the hcp would have not noticed that. This was a procedural error. The patient will be inserted with a new sensor on (B)(6) 2024. Since this was a procedural error, no further investigation was found necessary for this complaint.